Event description:
Plaintiff alleges the development of latex allergy after repated exposure to latex gloves. She alleges that as a result of her sensitization, she was suffered substaintial injury, pain and suffering as well as economic loss. Further she alleges she is now subjected to increased health risks including anaphylactic reactions to latex products. Plaintiff's husband, alleges loss of consortium of his wife.